Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto off alarm after sleeping later than normal. The customer slept through the alarm. Reportedly, the customer's blood glucose level was elevated. During troubleshooting with tandem technical support, the auto-alarm safety feature was discussed and the customer was satisfied.